Manufacturer narrative:
Ge service rep performed an on site investigation. The collimator was replaced. The system was test and found to be working as intended and put back into service.

Event description:
The customer reported, the table movement was inoperable. No patient injury was reported.